Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 6.4 mmol/l, 3.1 mmol/l, 5.4 mmol/l, 4.2 mmol/l, 3.4 mmol/l, 18.1 mmol/l, and 3.1 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 6.4 mmol/l, 3.1 mmol/l, 5.4 mmol/l, 4.2 mmol/l, 3.4 mmol/l, 18.1 mmol/l, and 3.1 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).